Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device presented a fault code 1003 during a routine follow up. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device was expected for return but has not been received. Given no additional information is available, this report is now concluded. Should further information be received, the complaint will be reopened and a follow up report will be provided.

Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable pulse generator, pacemaker (non-crt) has been explanted and is out of service. There were no adverse patient effects.